Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. Reportedly, the customer went to hospital and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 570 mg/dl, high ketones, and reported fainting. Ketone levels considered life threatening by their health care provider. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer had no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer. Cts walked caller through a pump system check and confirmed pump is functioning as intended. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.